Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found the curved blade to be broken at the distal end with a 0.415 inch by .085 inch piece detached. The blade fractured slightly above the straight to curved transition point. The broken piece exhibits various scratch and gouge marks on the side that make contact with the clamp arm. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: "handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments." Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s colorectal procedure, while the surgeon was using the harmonic curved shears instrument with the harmonic ace insert, the tip broke and fell into the patient. The fragment was retrieved and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient harm, injury or adverse outcome was reported.